Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain #1) alarm was identified in the log. The alarm occurred on (B)(6) 2014 at 23:22:09. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The functional rite failure found will be captured and reported through (B)(4). A visual inspection performed. The cause was unable to be determined with the provided information. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The catalog number is 5c4471r (and not the previously reported 5c4471). Should additional relevant information become available, a supplemental report will be submitted.